Event description:
A nurse from the user facility reports a broken haptic was noted following insertion of the lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.

Event description:
Additional information was provided by the reporting surgeon. The haptic was amputated inside the delivery system during insertion. The patient has had a good outcome following surgery.